Event description:
It was reported that a rotator cuff revision surgery was performed. The healicoil knotless anchor could be seen in the joint when the surgeon went into the shoulder, the implant was seen floating in the sub acromial space. The procedure was completed without delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: per case details, approximately one year after the primary surgery, a rotator cuff revision was performed due to unspecified reasons. During the procedure, the surgeon discovered the healicoli knotless anchor floating in the acromial space. No information regarding the method of implant retrieval was provided. Per case correspondence, the ¿footprint anchors¿ were used for the revision ¿to replace healicoil knotless which had come out into the joint.¿ an additional case communication noted the ¿revision was completed with a double row fixation. Medial row - healicoil pk and lateral row footprint pk.¿ the procedure was completed without delay using a s+n back-up device. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided, the root cause of the reported issue (¿implant was seen floating in the sub acromial space¿ and revision) cannot be definitively concluded and the patient impact beyond the report events including the revision could not be determined. Should any additional clinical information be provided, this complaint may be re-evaluated. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.